Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4). The date of that submission was 17-sep-2024. B3: month and year of event have been provided; day is unknown. Three photos were used for the device analysis. During the analysis, a leak was observed in the joint three of the ¿lumen tube to manifold, molded¿. The complaint was confirmed. The cause was a damaged part/assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated in the report that the chemical leakage occurred during priming. The event occurred in july-2024. The actual item is available for investigation. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.